Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up on battery power. The unit was evaluated at philips, but the reported failure could not be duplicated. The unit passed all post-servicing testing and was returned to the customer site. We are considering this failure a malfunction. As the failure could not be duplicated, we cannot determine the cause.

Event description:
The customer reported that the unit failed to power up on battery power.